Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a missing video signal on the surgeon side console (ssc) right eye. An intuitive (is) technical support engineer (tse) reviewed the logs and no related errors present was found. The tse asked the customer to reboot the system and to reseat and clean the blue fiber cable. The caller informed that they could not perform this steps because they preferred to complete the procedure using the second console. They had to do these steps after the ending of the procedure. The procedure was converted to another dv system. There was no patient harm to the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no any issues noted during set up of the system. The issue was detected during power on, the surgeon side console (ssc) monitor was black. There was no video recording of the procedure available for isi review and due to its privacy policy the hospital did not provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The customer reboot and reseat and clean the blue fiber cable, and normal system operation was restored. Work order left open for system performance monitoring; fse followed up with the customer, and was informed that no further occurrences were reported. The system was tested and verified as ready for use. Isi technical support engineer (tse) verified event date and system serial # sl0394 during the service support call. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a video signal issue on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.